Event description:
Patient had this infusaport implanted four years ago for chemotherapy administration. A few weeks ago, after having determined that the port was dysfunctional, this patient went to surgery to have the port removed. The surgeon placed the catheter in traction and immediately noted that the catheter separated from the port apparatus with minimal pressure. It sheared off at the hub. This was a "clean cut." The patient did not suffer an adverse event. However, the surgeon believed this port had fatigued which probably caused this event.is event health it related?no.